Manufacturer narrative:
Report confirmed. The device was tested and the temperature rise of the motor was measured to be 128.3°f. Initial evaluation determined the rear motor bearing was worn; collet was corroded and the motor shaft was broken. The device was also evaluated by engineering to determine the suspected reason for malfunction. The motor would only run intermittently, but it was confirmed the motor case did get hot. The collet internal parts were corroded. The bearings ran roughly when rotated and were lubricant deficient. Additional testing to determine the maximum temperature rise rate could not be performed because the device would only run intermittently. The motor winding resistances were below the spec value, meaning that the winding dielectric insulation was compromised at some point when the device was in the field. Exposure to excessive high temperatures could possibly have caused this failure mode. This internal electrical problem could have been the dominant cause of the motor not being able to run properly. Multiple warnings are included in the ipc user manual including: ¿heavy side loads and/or long operating periods may cause the device to overheat. Do not use an overheated device, as it may cause thermal injury to the patient or operator. Use adequate irrigation. The use of tool without irrigation may cause an inordinate amount of heat buildup resulting in a thermal injury to tissue. Depending on the amount of irrigation used the drill bits and saw blades can achieve temperatures in excess of 50°c. Do not attempt to change a dissecting tool, saw blade, or attachment while the motor is running, or when the motor or attachment is in an overheated state. Smoke and/or excessive heat may be generated if attachment is not in the fully locked position.¿ this may result in thermal injury to the surgeon or staff. In addition, ¿continuous cutting for extended periods may cause the device to heat to an uncomfortable temperature.¿ we will continue to monitor this complaint type for trends. (B)(4).

Event description:
Device returned for non-specified repair. No patient impact reported. Repair escalated to complaint on evaluation due to overheating. On follow-up, it was confirmed that there was no record of impact to patient or staff.